Event description:
This probe was used for a liver ablation procedure. After the second ablation, a burn was noted at the puncture site. When the needle was withdrawn it was noted the insulating cannula had peeled. A metal introducer had been used. The procedure was completed successfully with another probe. No other complications were reported. This device is currently being evaluated by MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. MFR believes user technique may have contributed to this event. However, MFR is unable to determine the relationship between the device and the cause for this event. MFR's directions for use state: localized burns to the pt or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula...use of this device results in localized elevated temperatures which can cause thermal injury to the skin if the electrode is deployed in a shallow position. In addition, tissue or organs adjacent to the tissue being ablated may be thermally injured."